Event description:
The consumer called to report receiving burns to his foot from the unit. He reported he spilled water from the boiling chamber onto his foot. The owners manual states to only use the unit on a flat level surface and not to move the unit with hot water inside to prevent spills.